Manufacturer narrative:
Concomitant products: product ID: 8780, lot# n452833002, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 50 mg/ml at 10.903 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. A volume discrepancy was reported. The actual residual volume (arv) was 10 ml and the expected residual volume (erv) was 3 ml. The office told the company representative about the volume discrepancy at the end of (B)(6) or the first week in (B)(6). The office was working on prior authority to do a catheter dye study. Discrepancies were noted on past refills. The specific volumes were not available, however the healthcare professional reported there was 5 ml extra pulled out. The patient experienced increased pain. The change in therapy/symptoms was considered sudden. It was noted that it's sudden, other times it's gradual. The event date of the increased pain was (B)(6) 2016. A historic volume discrepancy was noted in (B)(6) 2016, followed by another volume discrepancy on (B)(6) 2016. A dye study was could not be performed because the catheter could not be aspirated on (B)(6) 2016.

Event description:
Additional information was received from a company representative (rep). The physician was not able to aspirate the catheter so the study was over. The physician wanted to replace the catheter and the pump and requested authorization. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.